Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer found that the pump alarmed no delivery last night during a bolus and the infusion set has been changed. Customer's blood glucose level was 167 mg/dl. Customer reported that he was unable to troubleshoot at the time of the call. Customer does not want to return the infusion set or reservoir for analysis. Customer stated that he will monitor the pump. Customer stated that the pump alarmed no delivery and the customer cleared the alarm when he tried to navigate back to bolus history, however, buttons were unresponsive. Customer also stated that the screen changes were slow/different. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received intermittent button response due to moisture damage keypad trace. The insulin pump passed prime/a33, excessive no delivery alarm and displacement tests. No excessive no delivery alarm. The insulin pump has minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.